Manufacturer narrative:
Findings: unit received with broken belt clip slot. Unit received with cracked battery tube threads. Unit received with unresponsive buttons due to keypad connector unlocked on lcd board. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that there is cracks near battery compartment.